Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous posterior descending artery. After the lesion was pre-dilated with a non-bsc balloon catheter, a 2.25 x 20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent got to be flared. The device was then replaced with another of the same device but was failed to cross the lesion. The procedure was completed with a 2.25x21mm non-bsc stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 20 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from distal stent strut rows were noted to be lifted from their crimped position and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous posterior descending artery. After the lesion was pre-dilated with a non-bsc balloon catheter, a 2.25 x 20mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the stent got to be flared. The device was then replaced with another of the same device but was failed to cross the lesion. The procedure was completed with a 2.25x21mm non-bsc stent. No patient complications nor injuries were reported.